Manufacturer narrative:
Reliability engineering evaluated the device, and the reported problem of "smashed connector" was confirmed. The connector was observed to have been crushed to the point of being almost flattened, and could no longer fit into the receptacle on the console. The damage appears to have been caused by having something very heavy placed on top of it. If additional info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device had a "smashed connector." The device was not used in surgery. It is unk if injury or medical intervention occurred. There was no additional info provided.